Manufacturer narrative:
The device was not returned for evaluation. The lot number was not provided therefore no DHR review was possible.

Event description:
A patient had bronchopulmonary hemorrhage, identified during source review, no further details are known at this time.

Manufacturer narrative:
This event did not require medical intervention and does not meet the criteria for a serious injury therefore is not a reportable event.